Manufacturer narrative:
The customer used sst ii advanced bd vacutainer tube type and the minimum clotting time and the centrifuging conditions required by the tube manufacturer were not met. This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
We received an allegation of an inaccurate elecsys troponin I stat immunoassay result for one patient with the cobas e411 immunoassay analyzer. On (B)(6) 2021, the initial result at 13:59 was 2.55 ng/ml. According to this result, the patient had a cardiac angiogram. During the procedure, the patient's situation was not matching that of the troponin I stat result and everything seemed normal. This prompted the doctor to request a re-run of the troponin I stat test from the same sample. On (B)(6) 2021, the repeated result at 10:33 was 0.1 ng/ml with a data flag. The reagent lot number was 501356. The expiration date was requested but not provided.

Manufacturer narrative:
The last calibration was performed on (B)(6)2021 and was acceptable. The qc results generated on (B)(6)2021 were within acceptable limits. There was no qc data provided at the time of the rerun on (B)(6)2021. The product meets specifications. The investigation determined the event was due to a pre-analytical handling issue as clotting time was not followed.